Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012724252); product type: 0195-heart valves; other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012728261); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to emergency valve-in-valve implant of a transcatheter aortic valve, into a failed surgical valve that caused acute pulmonary edema and severe aortic regurgitation, the patient had to be intubated to perform the procedure. The procedure was considered high-risk due to the patient being unstable and needing continuous positive airway pressure (CPAP) to support breathing. After crossing the surgical valve, the patient became very unstable. Complete heart block (chb) developed and significant hemodynamic compromise occurred. The valve was deployed successfully, but the patient went into asystole and lost cardiac output. One sequence of ventricular fibrillation (vf) occurred, and the patient was shocked out of it. Cardiopulmonary resuscitation (CPR) was performed for 30 minutes without success, and the patient was declared deceased. The cause of death was reported to be asystole due to hemodynamic compromise and severe pulmonary edema from aortic regurgitation of the failed surgical valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to emergency valve-in-valve implant of a transcatheter aortic valve, into a failed surgical valve that caused acute pulmonary edema and severe aortic regurgitation, the patient had to be intubated to perform the procedure. The procedure was considered high-risk due to the patient being unstable and needing continuous positive airway pressure (CPAP) to support breathing. After crossing the surgical valve, the patient became very unstable. Complete heart block (chb) developed and significant hemodynamic compromise occurred. The valve was deployed successfully, but the patient went into asystole and lost cardiac output. One sequence of ventricular fibrillation (vf) occurred, and the patient was shocked out of it. Cardiopulmonary resuscitation (CPR) was performed for 30 minutes without success, and the patient was declared deceased. The cause of death was reported to be asystole due to hemodynamic compromise and severe pulmonary edema from aortic regurgitation of the failed surgical valve. Additional information was received which confirmed that the surgical valve was a non-medtronic device. Per the physician, neither the valve nor the delivery catheter system caused or contributed to the death.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to emergency valve-in-valve implant of a transcatheter aortic valve, into a failed surgical valve that caused acute pulmonary edema and severe aortic regurgitation, the patient had to be intubated to perform the procedure. The procedure was considered high-risk due to the patient being unstable and needing continuous positive airway pressure (CPAP) to support breathing. After crossing the surgical valve, the patient became very unstable. Complete heart block (chb) developed and significant hemodynamic compromise occurred. The valve was deployed successfully, but the patient went into asystole and lost cardiac output. One sequence of ventricular fibrillation (vf) occurred, and the patient was shocked out of it. Cardiopulmonary resuscitation (CPR) was performed for 30 minutes without success, and the patient was declared deceased. The cause of death was reported to be asystole due to hemodynamic compromise and severe pulmonary edema from aortic regurgitation of the failed surgical valve. Additional information was received which confirmed that the surgical valve was a non-medtronic device. Per the physician, neither the valve nor the delivery catheter system caused or contributed to the death. Additional information was received from the physician which confirmed that the non-medtronic surgical valve was a 23 mm perimount (carpentier-edwards) and was implanted twelve years ago (exact date not provided). The physician also confirmed that the failure mode of the perimount valve was regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.